Event description:
It was reported that the patient presented at a follow-up in clinic. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited an unspecified oversensing episode. The lead was capped on (B)(6) 2023 and replaced. The patient was in stable condition.